Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message "battery inoperable". This resulted in an ongoing alarm that couldn't be stopped. There was no patient harm or injury reported as a result of this. Incident. MFR# 3004604967-2015-00326.